Manufacturer narrative:
The recipient has reportedly elected not to proceed with revision surgery. It is believed that the recipient experienced a failure in-situ. A review of the device history record revealed no anomalies. The recipient remains implanted. This is the final report.

Manufacturer narrative:
UDI number: na.

Event description:
The recipient reportedly experienced loss of lock. External equipment was exchanged, however, the issue was not resolved. Device testing could not be completed due to loss of lock.